Manufacturer narrative:
After the procedure, the hosp retained the device. (B) (4).

Event description:
The hosp reported that at the end of an endoscopic vein harvesting procedure, the physician's assistant had already removed the hemopro device from the pt. The device was placed in a pocket on the drape where they normally place the device after the procedure. The drape started smoking and the hemopro tip began heating up and glowing red hot. The device was not near the pt at the time. The hosp did not report any pt complications.